Event description:
The reporter indicated that the patient had a device parameter changed in 2003. Since the adjustment the patient indicated that they can no longer feel the vns stimulation (normal mode or magnet mode). Prior to the adjustment, they were able to feel the vns stimulation.